Event description:
The patient reported a dramatic reduction in his field of vision in a very short period of time. No treatment or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received. Reference MFR report #6000153200702640.